Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support disk; unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to a33 alarm. However, the insulin pump was received with normal operating currents and passed a21 error test. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, broken battery tube threads, broken reservoir tube lip, scratched reservoir tube window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was squirting insulin out when she tried to prime. The insulin pump alarmed compromised force sensor system. The drive support cap was sticking out. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.